Manufacturer narrative:
Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, a model zxt375 intraocular lens (iol) was explanted from patient's eye due to dysphotopsia. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Based on new information received on august 21, 2018, the following sections have been updated accordingly: age/date of birth: (B)(6). Sex/gender: female. Date of event: (B)(6) 2018. (Additional information): patient was experiencing blurry vision, "doubling" and had a history of neuritis in her right eye (od). The explanted lens from her od was replaced with zct225 +13.5 iol. Patient was doing okay with slight improvements in symptoms. Furthermore, there was no patient injury reported and no surgical intervention was required. If implanted; give date: (B)(6) 2018. If explanted; give date: (B)(6) 2018. Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.